Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy was observed during pump refill. The actual residual volume (arv) was greater than the expected residual volume (erv); however, the exact values were not provided. The caller stated that the patient/spouse reported that there was "more fluid left in the port than they thought should have been" at the last refill. A catheter dye study was to be performed. No patient symptoms were reported. The device system was used to deliver fentanyl. It was later reported that the patient was sent for a side port myelogram; however was not yet completed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
A healthcare provider later reported that the myelogram was performed on (B)(6) 2013. They reported they had trouble reading the results. The procedure could not be performed. No reason was given in the dictation or the chart. The dose and concentration of fentanyl was 148.77 mcg/day and 500 mcg/ml. The residual volume values were not known. There were no other interventions performed to find the cause of the discrepancy. The patient had intermittent therapy that they were covering with oral medications. No revisions or replacements were scheduled. The patient¿s hematology indicated low red blood cell count, low hematocrit, low hemoglobin, and high ¿ri/w.¿